Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of post paced t-wave oversensing. Programming changes were suggested. No intervention was reported. There were no patient consequences.